Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer experienced symptoms such as unresponsiveness and foaming at the mouth. The customer was most likely wearing the insulin pump during the incident. Customer also got a compromised force sensor system alarm. The pump had been dropped the previous day and the drive support cap was flush. Troubleshooting was not completed due to the force sensor alarm. The insulin pump will be returned for analysis.